Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Dissection is listed in the instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly calcified, non- tortuous, 90% stenosed mid left anterior descending (lad) coronary artery. During deployment of the 3.50 x 33 mm xience alpine stent a distal edge dissection occurred. Another stent, 3.50 x 15 mm xience alpine was used to cover the dissection successfully. The patient is alright. There was no reported clinically significant delay in the procedure. No additional information was provided.